Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had power loss alarm. The customer's blood glucose level was 312 mg/dl. The customer already called earlier regarding a power loss alarm. The customer put a new battery but then again another power loss alarm came in even after changing the battery 3 times. They stated that the customer experienced high blood glucose levels due to the issue on the insulin pump. They declined troubleshooting. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime or seating, basic occlusion test, force sensor test, and occlusion test, however device failed sleep current measurement and active measurement due to corroded electronic assemblies and corroded battery tube.